Manufacturer narrative:
Based on the results of the investigation, the root cause of the dirt on the power switch was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the subject device had a dirty power switch. There was no patient involvement.